Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a wire appears posteriorly when the implant is fired and when the inserter is removed. The surgeon checked in case a part of the wire stayed inside patient, but no wire residues were found.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation. The device has not been received. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire breaking probable root cause: application - excessive force applied to suture - wrong suture type used - removal of inserter before suture adjustment - anchor seated too deep, suture cut the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a wire appears posteriorly when the implant is fired and when the inserter is removed. The surgeon checked in case a part of the wire stayed inside patient, but no wire residues were found.